Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Review of revision op notes identified patient was revised due to elevated metal ion levels, metallosis and mechanical wear left hip. Pain with a negative workup for infection. Inter-operatively, 15 ml slightly clouded fluid. No real signs of infection. No blackening of tissue. Acetabulum and stem were well fixed with no signs of bone erosion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04527-2. H6: component codes: mechanical (g04)- head. Visual examination of the returned product identified signs of being implanted worn / foreign material. The head was submitted for further analysis. Analysis determined a consensus modified goldberg score of 4. A score of 4 corresponds to ¿damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris¿. Review of the device history records identified no related deviations or anomalies during manufacturing. - medical records were provided and reviewed by a health care professional. Review of the available records identified the following: review of primary op notes dated 22 aug 2011 was reviewed and no complications were noted. Review of revision op notes dated 2 apr 2018 were reviewed and identified patient was revised due to elevated metal ion levels with chromium 6.5 and cobalt levels 6.5 h. Metallosis and mechanical wear left hip. Pain with a negative workup for infection. Inter-operatively, 15 ml slightly clouded fluid. No real signs of infection. No blackening of tissue. Acetabulum and stem were well fixed with no signs of bone erosion. Moderate difficulty removing the polyethylene liner. New liner placed and locking mechanism engaged. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: versys femoral head +0 00-8018-032-02, 61687793; trilogy acetabular liner 00-6305-050-32, 61760646; trilogy acetabular shell 00-6200-052-22, 61809045; m/l taper femoral stem with kinectiv technology 00-7713-010-00, 61741681. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04527.

Event description:
It was reported a patient underwent an initial left tha and subsequently, the patient was revised eleven years later due to elevated metal ion levels, metallosis, wear, pain, and in-vivo corrosion. Attempts were made to obtain additional information; however, none was available.